Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead and right atrial (ra) lead exhibited a decrease in intrinsic r-wave sensing and high ra pacing impedance measurements greater than 3,000 ohms. Boston scientific technical services (ts) reviewed the device data and confirmed that the impedance measurements on the ra lead have been greater than 3,000 ohms since (B)(6) 2018. There was also evidence of high amplitude noise on an atrial tachy response (atr) episode. The rv lead also showed evidence of t-wave oversensing in a review of a different episode. Ts recommended obtaining an x-ray to evaluate the position of the leads. Adjustments to both the rv and ra sensitivity were discussed to mitigate the t-wave oversensing and to eliminate the noise on the ra. The recommendations from bsc ts were provided to the healthcare facility by the bsc representative and additional information from the field indicates the patient came into the clinic for further evaluation in (B)(6) 2018; however, it is unknown if an x-ray was performed as part of the evaluation at that time. The physician acknowledged that an issue is suspected with the ra lead resulting in the consistent out of range impedance measurements, noise, and no capture; however, there is no patient impact and no current plan to revise the lead. The atrial sensitivity was programmed from 0.25 mv to 0.6 mv and the rv sensitivity was programmed from 0.6mv to 0.7mv. An echo was performed showing an ejection fraction of 40% to 45% and the patient is on a waiting list for defibrillation testing to ensure appropriate rv sensing. The physician continues to monitor the patient via the latitude system. Additional information was received from the local field representative which indicated the patient presented on (B)(6) 2019 for defibrillation threshold (dft) testing due to small r-waves recorded on latitude, as there was the potential concern of undersensing if a ventricular tachycardia (vt) or ventricular fibrillation (vf) occurred. All routine tests on the rv lead continually showed r-wave measurements greater than 25 millivolts (mv). Impedance measurements were also within normal limits and thresholds were excellent. During the dft, there was excellent sensing of vf and a clean termination of the vf. The pacing impedance measurements on the ra lead continued to remain greater than 3000 ohms. The threshold was 1.1 volts at 0.4 milliseconds (ms) and the p-wave was greater than 2.0 mv. An x-ray was reviewed by the physician and the field representative and there was no evidence of a lead crush, insulation break or fracture. There was occasional noise seen on the ra channel which was recorded as short runs of an atrial arrhythmia. Due to the reasonable size of the p-waves, the atrial sensitivity was decreased to 0.8 mv in an attempt to reduce the noise/oversensing. Although the lead impedance remains greater than 3000 ohms, the vast majority of time the lead is functioning appropriately and the physician has no plans for additional intervention. The patient is well and is asymptomatic to any of the short runs of atrial oversensing. It was also reported the patient has responded well from bi-ventricular pacing. For the period of (B)(6) 2018 to (B)(6) 2019, bsc monitored complaints related to reports of oversensing and noise to determine if the complaint rate exceeded historical expectations. Bsc also monitored complaints related to high out of range pacing impedance measurements. These reviews confirmed that signals were not triggered during this time period for the autogen product family. Bsc will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.